Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and the input disk # 7 was found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a missing part. The procedure outcome for this event was unknown. No patient harm was reported.